Manufacturer narrative:
Device used for off label indication. The indication the device was used for was the treatment of cluster headaches via occipital nerve stimulation.

Event description:
Information was received via a manufacturer representative from a healthcare professional of a physician initiated study for intractable cluster headache by occipital neurostimulation. It was reported there was a wound problem (local infection) and, therefore, operation.